Manufacturer narrative:
The customer complaint that the tubing disconnected and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the labor and delivery department are finding that after attaching the primary tubing to the clear connector of the maxplus bi-fuse extension set, it unwinds itself from the connector and disconnects causing a leak during patient use. There was no report of patient harm.